Event description:
A patient had a dual chamber implantable cardioverter defibrillator (ICD) ,implanted years ago, which had reached elective replacement indicator (eri) and also had a recalled ICD fidelis electrode in place. The patient had received no therapy. The patient went to the operating room (or) for concomitant lead extraction and reinsertion. Notes from the discharge summary: "fidelis lead was extracted. In doing so, the atrial lead was also removed, requiring reinsertion of two new electrodes and replacement of his ICD generator which had reached eri. The patient had acceptable defibrillation threshold for the newly implanted electrode." The patient tolerated the procedure well.what was the original intended procedure?explant ICD generator .laser lead extraction.implant ddd ICD.device #1is this a laboratory device or laboratory test?no.